Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 (B)(4). MDR 3003442380-2025-19135. Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 06-mar-2026 against "lot number 6014420 and similar malfunction codes: leak between tubing and site connector detachment / significant wetness, tubing connector is cracked, split, deformed, leakage may occur. Leakage from connection between the tubing connector and the infusion set (cannula part/base piece). Tubing detached from tubing tubing connector. The review confirmed that lot 6014420 and the identified failure mode are not associated with any nonconforming reports (ncr)s or corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search: a query was run in the eqms on 06-mar-2026 against "lot number" criteria equal 6014420 and similar malfunction codes leak between tubing and site connector detachment / significant wetness, tubing connector is cracked, split, deformed, leakage may occur, leakage from connection between the tubing connector and the infusion set (cannula part/base piece), tubing detached from tubing-tubing connector. The count of complaint is 1. The complaint number is (B)(4). Device history record (DHR) review: the lot 6014420 was manufactured according to the work instruction (wi) version 125 and manufactured in the line 10 on 28-jul-2025 with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 5g02194 was manufactured according to the form version 4.0 and manufactured in the machine itl03, on 22-jul-2025, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 5f04226 was manufactured according to the form version 4.0 and manufactured in the machine itl03, on 01-jul-2025, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Conclusion summary of complaint investigation: as a result of the following a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6014420 and related malfunction codes for leak issues. One complaint was identified for this lot, but no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. No photo evidence was provided, so the assessment was based on documentation only. Based on these results, no manufacturing or quality issues were identified, and no further investigation is required. The record will be closed and monitored through routine tracking and trending.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced thirty infusion sets tubing detachment events since october. The tubing got detached on (B)(6) 2025 and the site of detachment was tubing connector. The infusion sets were in use for one day, one and half days. The patient replaced the infusion set and resumed insulin deliveries successfully. No additional information available.

Manufacturer narrative:
Initial and final (B)(4) - device 2 of 2.